Event description:
It was reported that the device displayed no sensor inserted during sensor session. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).